Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The screw in question was assessed in detail by the corresponding product development center. The mass and function control did not show any visual defects or deviations. The functional problem could not be recreated. In addition, the investigation of the material and manufacturer documents did not reveal any conspicuity. The malfunction observed might be linked to a damaged holding sleeve; since it was not sent in for investigation, no conclusion can be made. The article in question was manufactured in accordance with the specifications; no product defect exists.

Event description:
The screwdriver couldn¿t be inserted properly. After loading the screw onto the screwdriver and the holding sleeve the doctor noticed that the screw was not straight. While turning the screwdriver, the screw reported to have wobbled and it was not possible to position the screw. Despite two additional attempts by the surgical nurse, it was not possible to align the screw straight this is 1 of 1 report for this complaint (B)(4).